Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, attempt was made to grasp, and it was observed that gripper line was broken. Procedure was discontinued. All steps were performed as per IFU. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.